Event description:
It was reported that the patient faced component defect issue on (B)(6) 2026. The issue occurred with four infusion sets. The patient reported adhesive patch and cannula housing detached from spring prior to insertion during tubing unwinding. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.